Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular (rv) lead exhibited an episode of oversensing noise that led to pacing inhibition and failure to sense. Programming changes were performed. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.